Manufacturer narrative:
The device was inspected and no defects were identified. The user facility stated that they believe this event may have involved use error, in that the medics normally use the power-pro cots and are not as familiar with using the manual ez-pro cot. The user facility stated that they will now remove the ez-pro cot from use and put a power-pro cot into the ambulance as the medics are more familiar with the power-pro cots.

Event description:
It was reported that the medics had loaded a patient onto the cot. The cot was raised and believed to be locked in a high height position. About 30 seconds later, the cot allegedly dropped from high height to low height and the safety bar hit the one medic's ankle and then rolled down to his foot. The medic was transferred to the hospital where he was diagnosed with a possible hairline fracture and a bruised bone. It was reported that the medic was not prescribed medication after this visit, and returned to work for his next shift. The patient was not adversely affected during this event.